Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on (B)(6) 2024. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 90 cm cerebase straight distal access (da) guide sheath was received contained in the decontamination pouch. Visual inspection was performed. The device was found to be fractured just next to the ID band, which is consistent with the damage seen in the photos that were included in the complaint. In addition, the distal tip was found to be compressed. No other damages were found. The catheter was attached to the hemostasis valve. The entire length of the device was inspected under a microscope and no other damages were found in the device. The fracture was inspected, and it was observed that the braid mesh was exposed by the fracture, the exposed wires were twisted to the center of the catheter lumen. The inner diameter (ID) and outer diameter (od) of the device were measured and confirmed to be within specifications. No issues regarding the manufacture of the device were found. The ID band was affixed correctly and did not show any signs of overheating during attachment. The most likely cause of failure is due to extreme torsional loading since the wires are twisted to the center of the catheter lumen. The shaft wall also showed signs of torsional failure. The issue regarding the catheter being damaged was confirmed. The fractured condition observed during the visual inspection suggests that inadequate manipulation may have contributed to the defect encountered. According to the risk documentation, a catheter being damaged is a potential issue that can occur due to an inappropriate handling catheter during the device removal from the package. The instruction for use (IFU) includes precaution to inspect the guide sheath upon removal from packaging to verify that it is undamaged. A conclusive cause cannot be determined since the device was returned without the original package. The device was manipulated after inspection since it was already attached to the hemostasis valve. The distal tip compression was not originally reported in the complaint nor captured in the photos provided, and its exact time of occurrence cannot be determined. A review of manufacturing documentation associated with this lot (31133637) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) contains the following cautions: carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a cerebase da guide sheath, dilator, or hemostasis valve that has been damaged in any way; replace with another guide sheath, dilator, or hemostasis valve. A damaged device may cause complications. Exercise care in handling the cerebase da guide sheath to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis team reviewed the photos included in the complaint. The review is documented below. [Photo review]: two photos were included in the complaint. One of the photos shows the proximal aspect of the cerebase catheter fractured, with the plastic outer layer of the shaft separated from the strain relief, the catheter appears to be in one piece, connected by the internal braid. The second photo shows the outer package slightly crashed with a wrinkle mark, and a portion of the external label is ripped. The reported issue was confirmed based on the shaft - strain relief separation observed. The condition of the package was not originally reported, and it suggests that inadequate handling/storage occurred, however, it cannot be determined if this condition may have contributed to the catheter damage. This investigation was performed based on the photos only, a proper assessment will be conducted once the device and package are returned for evaluation. A review of manufacturing documentation associated with this lot (31133637) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that prior to the start of the procedure, the physician opened the packaging for the 90 cm cerebase straight distal access (da) guide sheath (gs9090sd / (B)(6)) for inspection and observed that the device was damaged. The device was not used in the patient. A new device was used to complete the procedure. There was no report of any negative patient impact. A photo of the device was included in the complaint. On 05-dec-2023, additional information was received. Per the information, the replacement device was not another 90 cm cerebase straight distal access (da) guide sheath (gs9090sd). There was no clinically significant delay in the procedure as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to add the recall number for the 90 cm cerebase straight distal access (da) guide sheath (gs9090sd) from lot 31133637. Section h.9: FDA correction/ removal reporting no.: 3007628272-02/02/2024-001-r. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.